Event description:
It was reported to philips that the allura device showed 0:00 and would not start. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the allura system could not be started. Inspection showed that the flexvision pc did not start up. The probable cause for the flexvision pc not starting up was a bios issue. The philips engineer replaced the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.